Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 206, 158, 153, 170, 139mg/dl mg/dl. The customer's expected fasting blood glucose test result range is 110 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 245 and 240mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called stating that his true metrix meter is reading high results when compared to his true result meter. I asked customer if he is experiencing symptoms of high/low blood sugar, customer stated he is not and that he is feeling well. Customer stated that his normal blood sugar range is: 110-125mg/dl fasting. I explained that meter to meter comparisons should not be done. I also went through proper back to back testing technique.